Manufacturer narrative:
The company representative examined the system and confirmed the customer reported issue as it was noted that the system was unable to start and a beeping sequence was heard. The cpu host module assembly was replaced. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgical assistant reported the system would not start up and the screen would not come on prior to surgery. The patient was a trauma patient that needed an emergency vitrectomy but the procedure had to be canceled/rescheduled.